Event description:
It was reported the patient is experiencing ineffective stimulation. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: (B)(4). Additional information received indicates the patient experienced ineffective stimulation due to the leads migrating following a fall. X-rays confirmed the migration. Surgical intervention took place wherein the leads were explanted and replaced to address the issue. Therapy was restored.